Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level and was unable to provide a specific bg value. Bg cause was not known. Customer's bg level was addressed with assistance from a thrid party.